Event description:
It was reported that the patient continued to have low hemoglobin (hgb). The patient was asked to go to the emergency room (ER) for evaluation of their hemoglobin. The patient had an upper gastrointestinal (gi) esophagogastroduodenoscopy (egd) which was normal. They also had a video capsule endoscopy that showed a single angiectasia without bleeding and possible blood in the small bowel. The results were hgb 6.5 g/dl and international normalized ratio (inr) 4.39. The patient had melena and bleeding was confirmed. The patient was admitted and transfused with two units of packed red blood cells (prbc). Their inr dropped below 2, the bleeding was resolved, and the patient was discharged.

Manufacturer narrative:
The patient's previous low hemoglobin events were captured under MFR #'s 2916596-2022-10126, 2916596-2022-11577, and 2916596-2022-13870. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.